Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set bent cannula event on 03-march-2026. The patient experienced bleeding during insertion. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: colombia.